Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the shock and rate/sense channels of the right ventricular lead. The lead diagnostics were normal and the noise could not be reproduced. In addition, it was reported that the noise levels inhibited pacing and the patient received an inappropriate shock. A technical services consultant (ts) advised that the high voltage leads were most likely reversed in the device's header. The device and lead remained in service. There was no report of adverse patient effects.